Manufacturer narrative:
The complaint sample was returned for evaluation and found not to be within chemical specification requirements. It appears that the original contents were replaced. A review of the lot batch record and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Consumer was seen by eye care practitioner with complaints of pain, burning and moderate irritation with both eyes. Doctor reported patient had toxicity on the cornea and a decrease in visual acuity on first visit. The patient was treated with proparacaine in the office and prescribed tobradex, muro 128 ointment, and refresh optiv lubricant eyedrops. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the consumer reported she recovered. The symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer was seen by eye care practitioner with complaints of pain, burning and moderate irritation with both eyes. Doctor reported patient had toxicity on the cornea and a decrease in visual acuity on first visit. The patient was treated with proparacaine in the office and prescribed tobradex, muro 128 ointment, and refresh optiv lubricant eyedrops. The patient returned for a follow-up but left before doctor could examine her. The consumer reported she does not need to follow-up with her doctor again and reported she recovered. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.